Manufacturer narrative:
Based on the obtained information, it could not be determined what the fluid was or how the fluid was introduced. The root cause of the reported incomplete flap can be attributed to the introduced fluid. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to fluid introduced during the laser treatment. However, it could not be determined how the fluid was introduced. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an incomplete side cut in a patient's left eye during lasik. It was noted that during flap creation, fluid was present from 5 to 7 o'clock are of the side cut. Surgeon was unable to lift flap edge in that same area. Surgeon was able to get the flap back far enough to complete the treatment. Flap was positioned back without any issues. Upon follow up, reporter informed that the surgeon used a spatula to open area by flap hinge. Rest of case was completed without any issues.